Event description:
Boston scientific received information that this right ventricular (rv) lead shock impedance was 39 ohms during implant a week ago and are not greater than 125 ohms. Boston scientific technical services (ts) was contacted and discussed that a tug test and troubleshooting be performed. After additional troubleshooting steps were completed, the sales representative reported that the other vectors and rv coil to can impedances were 70 ohms. Ts discussed that these findings correlate with a setscrew issue on the proximal coil. The local sales representative was going to reprogram and try the defibrillation threshold (dft) test again. No adverse patient effects reported.

Manufacturer narrative:
At this time the device and lead remain in service. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately six years later this device was explanted and returned following a patient death due to natural causes.